Event description:
It was reported that a johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s both right and left eye. This report is for the right eye. During the procedure there were no complications such as a capsule tear, vitrectomy, sutures or medication outside the standard of care. According to the implanting doctor¿s facility the patient absolutely hates her vision. During her follow-up visit, she started crying due to the effects on her vision. She is unable to see intermediate or distance and constantly experiences shadows during the daytime. Reportedly, the symptoms in both eyes are debilitating which prevent the patient from driving or going shopping in stores with lights. The implanting doctor planned on removing the iols in both eyes and replacing them with panoptix pro lenses, a non jnj lens. The iol in the right eye was subsequently explanted by a different doctor. The explanting doctor reported that the patient¿s distance best spectacle corrected visual acuity (bscva) was 20/20 -1 and near corrected was j10 prior to the lens being explanted. The main issue was the patient wanted better near vision and was unhappy with the range of vision. When the iol in the right eye was explanted, it was replaced with a non-jnj lens, model panoptix pro lens. The patient is doing fine with the replacement lens. No further information was provided. Right eye manufacturer report number . Left eye manufacturer report number 3012236936-2026-0001681.

Manufacturer narrative:
Section a6, race: reported as, ¿other¿. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.